Event description:
It was reported that this right atrial (ra) lead exhibited pacing impedance high out of range, loss of capture due to myopotential noise. The lead remains in service. No additional adverse patient effects were reported. Additional information was obtained, this lead was explanted and replaced. No additional adverse patient effects were reported. Upon receipt at our post market quality assurance laboratory, analysis confirmed the outer conductor coil was fractured ~307 mm from the terminal end. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue. The location of the damage site suggests the fracture was a result of clavicle/first rib crush. Fractured lead conductors are considered a design issue when the field report indicates the damage occurred during normal use.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the outer conductor coil was fractured ~307 mm from the terminal end. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue. The location of the damage site suggests the fracture was a result of clavicle/first rib crush. Fractured lead conductors are considered a design issue when the field report indicates the damage occurred during normal use.

Event description:
It was reported that this right atrial (ra) lead exhibited pacing impedance high out of range, loss of capture due to myopotential noise. The lead remains in service. No additional adverse patient effects were reported. Additional information was obtained, this lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited pacing impedance high out of range, loss of capture due to myopotential noise. The lead remains in service. No additional adverse patient effects were reported.